Event description:
When removing the rubber stopper after centrifugation, a portion of glass broke causing an inch laceration on top of the left thumb of the technician. Baseline testing was done. Hiv and hepatitis testing was performed on pt and technician results were negative for both. Technician was treated with stitches. Technician was up to date on hepatitis vaccination and gamma globulin was not administered.